Event description:
The manufacturer received information alleging a remote alarm would not stay on high volume. The device was not in patient use. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The printed circuit board was replaced to address the issue.